Event description:
It was reported that post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). The physician opted not to modify the sensibility threshold start. The ICD was being monitored remotely. The patient was stable.